Event description:
It was reported to manufacturer through stryker medical that one of their customers, (B)(6), reported that the hoses became disconnected deflating the center of the air mattress allegedly causing pt to have skin breakdown. (B)(4) was issued to get air mattress back for eval under complaint (B)(4).